Event description:
Leaking at filter and cartridge of tubing reported. The home care pt was receiving antibiotic therapy of zosyn 4.5 gms every eight hours via infusion through a central IV access site. The pt reportedly missed 5 doses, during her service dates between april 14, 1999 through may 10, 1999, due to the tubing leaks. The home care agency nurse made home visits to the pt to change the tubing for problem resolution. There was no report of blood loss, blood backup, problem to IV access site, or pt harm. The missed doses were made up by extending the therapy.